Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the her daughter experienced high blood glucose. The customer¿s blood glucose level was unknown. The customer stated that her daughter received an insulin flow blood and the infusion set has been removed. The insulin pump will not be returned for analysis.